Event description:
The patient reportedly experienced a cerebrospinal fluid leak during implant surgery. The leak was successfully repaired.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The successful completion of surgery indicates the leak was repaired. The patient remains implanted. This is the final report.